Event description:
It was reported that the patient presented at clinic for an implant procedure for a pacemaker, right ventricular (rv) lead, and right atrial (ra) lead. Upon implant, the patient experienced an arrhythmia at the time the system was implanted. Additionally, the patients rv and ra leads exhibited a failure to capture. No intervention was performed. The patient remained stable.